Event description:
It was reported that the 9800 system had a pre-charger error. Also the image would not rotate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries, charger board, and camera were replaced during the service call. The system was tested and found to be working as intended, and put back into service.